Event description:
Dr performed lasik eye surgery on me. The date is estimated. I would have to go investigate to get the actual date. My eyes were not too bad (20/50) and I was told I was a great candidate for the surgery. I was concerned about the halos, but was reassured that my chances were extremely slim. I had the surgery and have had bothersome halos ever since. At night, the glares are bad and if it rains on top of it, it makes driving more difficult. Several years later, I heard there is a surgery to correct the halos. I called dr and asked the question and was told that it would cost substantial amount per eye to correct the situation.